Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of edema and mucous tunic of mouth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine in the left marionette line, left side of lower lip, lower left cheek area. Patient experienced "edema of labial commissure with further extension to lower lip and mucous tunic of mouth". Patient treated with aerius® qd, celebrex® 200mg bd/5days, diprospan® intramuscular 1 injection, traumeel s®, and elocom® cream. Symptoms resolved.